Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The reported event is not malfunction reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/26/2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported - bending needle. A failed suture needle, was submitted for fractographic evaluation. The component was identified as product code d8252. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The sample was received for analysis due to bending needle. A needle piece, a needle-suture piece and a suture piece of product code d8252, lot mem493 were returned for evaluation. During the visual inspection of the sample, the needle was breaking in two sections and no bending needle were noted; however, the curve does not conform to the needle specification; since, the tangent was straight resulting in an incorrect curve. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, no performance bending needle was observed; however, an incorrect curvature was found.

Event description:
It was reported that a patient underwent a bone grafting procedure on (B)(6) 2018 and a suture was used. During surgery, it was found that the needle had been unusually bent when opening the package. The needle was broken at the middle when the surgeon tried to fix it. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bone grafting procedure on (B)(6) 2018 and a suture was used. During surgery, it was found that the needle had been unusually bent when opening the package. The needle was broken at the middle when the surgeon tried to fix it. There were no adverse patient consequences reported. No additional information was provided.